Event description:
On 10/26/1998, the MFR rec'd a medwatch report from the facility that states the following: pt was at off site dialysis unit when dialysis started. Pt began bleeding at the dialysis site. The unit physician placed temporary femoral catheter for dialysis. The pt was sent to radiology special procedures on 09/11/1998, for removal and insertion of hickman catheter. Device cracked open, possibly at a seam. Opening is oval/cats-eye as if a seam split. The medwatch report also states that the device is not available for eval, but photos were taken. The photos and/or negatives were not forwarded to the MFR. No further details were provided.